Event description:
Spontaneous call from pt's mother last night cadd-legacy pump gave high pressure message while priming tubing. Changed cartridge to back up pump and same message. Backup pump locked up and had to be reset by taking battery out. New cartridge was mixed and is currently working with first pump. New pump being shipped out. No other info provided. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.